Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Incident description: surgeon deployed trocar abdominally. They noticed they were losing pneumo, not completely, but could not establish full pressure. The surgeon finished the case, pulled trocar out, and noticed the trocar was snapped in half midway up the cannula. It was still attached by a small portion and considered a clean break. No pieces fell into the patient. It is unknown what instruments were being used in the trocar. Only the sleeve will be returned. The obturator will not be returned.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fragmented cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.